Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported that the therapy was not working and that it ¿needed to come out because it was not doing any good.¿ the patient stated that it had not been working for about a year and a half. The patient reported that they had infusion 3 times per week because the blood in their legs did not flow back to their heart, causing their blood pressure to be low. The patient also mentioned that they had a mini-stroke and had anxiety/pain attacks. These issues had been going on for about a year. The patient did not allege a connection between these issues and their scs device. The patient did not have an health care professional (hcp). A listing was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.